Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 75-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2024. On (B)(6) 2025, the patient informed novocure that she had been experiencing skin irritation for the past 3-4 months, including significant pruritus and open sores across the scalp. The largest lesion, measuring slightly less than half an inch, was located on the left side. The patient had two wound care appointments, during which the scalp dressing was applied. On (B)(6) 2025, during a wound care visit, the arrays were reapplied; however, the patient removed them later that night due to itching, burning, and soreness of the scalp. The patient reported that she had been using clobetasol as recommended by her dermatologist, but a wound care provider suggested using skincare cream instead. Additionally, the patient used sensitive skincare products for washing the scalp and hydrocolloid dressing to cover the sores. To prevent a secondary infection, the patient was prescribed an unspecified course of antibiotics but experienced a secondary rash reaction. On (B)(6) 2025, novocure was informed by the patient that the oncologist recommended temporarily discontinuing optune gio therapy due to the skin reaction. Multiple attempts were made to contact the prescribing physician for further information, although no reply was received.